Event description:
The clinician reported that almost 3 months after the dental implant was placed in ada site 26 in the patient's mouth, the implant did not achieve osseointegration. The clinician noted the implant's mobility at the time of the crown seating and removed implant. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.